Manufacturer narrative:
Device was received with no button response due to corroded keypad traces. Unable to perform the displacement test and self test due to no button response.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customer would like to report that the insulin pump clip snapped when he rolled and had crack on the railing. The customer puts it again but clip does not hold anymore. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated that there was no response from any button. Customer stated the minutes change. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.